Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed pump error. The customer's blood glucose was not provided at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error confirmed in the pump history due to cold solder joint on keypad assembly. No cosmetic damage noted.